Event description:
It was reported that the patient experienced multiple cartridge errors while attempting to reach technical support, leaving several voicemails without receiving a callback. No information was provided regarding any impact on the customer¿s blood glucose level. There was no mention of any corrective actions taken by the customer or technical support in response to the issue.